Event description:
It was reported that, one (1) 3mmx1000mm ball tp gde rd punctured through sterile pack and the box too. As this was noticed in a non-surgical environment, there was not any patient involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device finds the original box factory sealed with a puncture outward from the interior in one end. The inner packing was folded over and breached. The foam buffer was out of the molded plastic insert on one end and allowed the tip to breach the packaging and box. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported event. A review made by the quality engineering team found that the anticipated risk per the associated risk management file is still adequate. Therefore, no further actions will be taken. Factors that could contribute to this issue include damage due to mishandling during shipping or storage. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the device sits in a polyurethane sleeve to protect packaging from damage during transit. At this time, we have no reason to suspect that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.